Manufacturer narrative:
(B)(4). H3 device evaluation summary: photo analysis upon visual inspection of the pictures, an opened sample of product code vcp518 lot# mb2946 with body fluids at the folder could be observed. Device analysis it was received for analysis an empty opened foil, an empty labeled winding former and a needle of product code vcp518, lot mb2946. During the visual inspection of the needle, the swage and attachment area were as expected, and remnant of the suture was noted into the barrel hole and slightly marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. The suture was not received for evaluation. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable of the performance pull off - suture needle, suggest an improper handling of the sample.

Manufacturer narrative:
Product complaint # (B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2019 and the suture was used. It was reported that the suture strand detached form swage of the surgical needle. Another like device was used to complete the procedure. There were no patient consequences reported. No further information is available.

Manufacturer narrative:
Date sent to the FDA: 07/17/2019.